Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B5) describe event or problem - updated.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure. It was further reported that the target lesion was located in the pedal arch.